Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak); (moderately calcified vessels). Conclusions: (moderately calcified vessels).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a saccular in zone 4 measuring 70mm thoracic aortic aneurysm two months ago. The proximal thoracic neck diameter is 30mm, distal diameter neck is 27mm and it is moderately calcified. The iliac arteries were moderately calcified. It was reported that a talent stent graft (B)(4) implanted proximally and the second device was a (B)(4) implanted distally. There were no endoleaks upon final angiogram. It was reported 6 days post stent graft implant the CT demonstrated that there was a distal type 1b endoleak present and the aneurysm was 73mm in diameter. The physician performed a coil embolization (to the part of type 1b endoleak, a gap of the distal landing zone between the native aortic wall and talent) and the endoleak was resolved. After the intervention the type 1b endoleak re-appeared. Sixteen days later another intervention was performed and coil embolization and the endoleak was resolved. No additional clinical sequelae were reported, and the pt is fine.